Event description:
It was reported that the microcatheter detachment occurred. A direxion hi-flo was selected for use in a transarterial chemoembolisation (tace) procedure. During the procedure, it was noted that the microcatheter became stuck and resistance felt when the catheter was removed. The device was removed together with the non-boston scientific (bsc) imaging catheter, and it was noted that it got separated. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the microcatheter detachment occurred. A direxion hi-flo was selected for use in a transarterial chemoembolisation (tace) procedure. During the procedure, it was noted that the microcatheter became stuck and resistance felt when the catheter was removed. The device was removed together with the non-boston scientific (bsc) imaging catheter, and it was noted that it got separated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was examined visually, and it was found that there were fractures in the nitinol shaft, approximately 46.5cm from the microcatheter hub and 12cm from the microcatheter tip. The device was also separated at 24cm from the microcatheter tip. No other issues were identified during the product analysis.